Event description:
A facility reported a healthcare worker (hcw) came in contact with hydrogen peroxide from a sterrad® 100nx cassette. Additional information about the severity of the contact, if medical attention was received and the healthcare worker¿s current health status is unknown. Multiple follow up attempts to gather further information about the human reaction have been unsuccessful. Asp will continue to follow up and should additional information be received a supplemental medwatch report will be submitted. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, and system hazard and user misuse analysis (shuma). Method: service history, trending and shuma reviewed. The DHR was not reviewed as the lot number of the cassette was not available. The service history trending was not performed as lot number of the involved cassette is not available. The trend for the product malfunction code of skin reaction was assessed from january 2014 through december 2014. The risk is considered "low." The shuma indicates the risk is "broadly acceptable." The instructions for use (IFU) of the sterrad® 100nx state: "caution: wear personal protective equipment if handling a used cassette, or any of the cassette case components that may have been subject to liquid leak. This includes a cassette that has been ejected (for any reason) after insertion." The healthcare worker (hcw) came in contact with hydrogen peroxide while touching a used cassette from a sterrad® 100nx. The hcw was not wearing personal protective equipment (ppe) and experienced stinging on his right hand and the tips of his fingers turned white. The symptoms lasted approximately 3 to 4 hours. The hcw flushed his hand with water for 15 minutes and did not seek any medical attention. All symptoms of the hydrogen peroxide burn have completely resolved. Testing was not performed as no product was returned. The assignable cause of the reported issue is user error as no ppe was used when handling a used cassette. A customer letter was sent providing further education on troubleshooting. Review of tracking and trending data did not reveal a trend. As a result, root cause was not performed; therefore, no further investigation is necessary at this time.

Manufacturer narrative:
Ni